Event description:
I used fixodent for over 5 yrs. While I was using fixodent, I began experiencing numbness, tingling and pain in my extremities. On (B)(6) 2001, I was diagnosed with neuropathy. Blood test taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream; frequency: twice daily; route: po. Dates of use: (B)(6) 1990 -- (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream/broken, ill fitting. Event abated after use stopped or dose reduced? No.